Manufacturer narrative:
A similar device is sold in the us; this product is similar to the one marketed. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nk299k - bipolar cup id26mm od49mm self-centering. According to the complainant, the cup and inner head dislodged when manual reduction and traction were performed. During surgery, it was noted that the ring of the bipolar cup did not come off, only the cup came off, and product was not broken. A revision was required. The adverse event / malfunction is filed under aag reference (B)(4). Other leading material: 400571403 - nj092 - biolox prosthesis head 8/10 26mm m/lot 52766060.

Event description:
Other leading material: 400571403 - nj092 - biolox prosthesis head 8/10 26mm m/lot 52766060.

Manufacturer narrative:
Investigation results: visual investigation: the products were investigated visually and microscopically. The surface of the implants shows signs of use in the form of light scratches, pressure marks and friction marks. The dark friction marks on the ceramic ball most likely come from the revision. Functional test has been made. The ball was placed in the cup and the retaining ring wasinserted without any problems. This secured the ball against falling out and held even when the ball was pulled outward with moderate force. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale: based on the provided information and after the investigation, there is no indication for a product / manufacturing failure. The product corresponds to the specification.the reason for the dislocation was most likely caused by the manual reduction. Conclusion of statistical analysis: no failure detected. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the problem is most probably usage-related. Based upon the investigations results a CAPA is not necessary.